Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three catheters had a narrowing secondary curve, which resulted in a his lead getting stuck at the secondary curve. Flushing of the catheter was attempted to allow the lead to pass through, but the lead still could not pass through the narrowing curve. The three catheters were from the same batch, so a fourth catheter was attempted from a different batch, and the lead successfully passed through the sheath. However, the fourth catheter kinked during use, so a fifth catheter was used. The fifth catheter had the same narrowing in the secondary curve so the lead would not pass through. The physician also noted there might be an issue with the two attempted 3830 leads. The five catheters were not used and the two attempted 3830 leads were not implanted. No patient complications have been reported as a result of this event.